Event description:
Procedure: resection of gastric tumor. According to the reporter: the gastric staple line bled. Buttress material was not used. Confirmed on take back to or.

Manufacturer narrative:
.